Manufacturer narrative:
Device is no longer under warranty; customer orders parts and performs own repairs.

Event description:
The customer reported, the ventilator restarted and then went vent inop while in use on a patient. The customer reported, they were performing a respiratory mechanics maneuver when the ventilator restarted. The customer reported, the ventilator did not alarm. The customer reported, that there was no patient harm. The hospital biomedical engineer was not able to duplicate the customer reported problem. Review of the ventilator diagnostic log history confirmed a diagnostic code that indicated a +24 volt failure. The biomedical engineer replaced the power supply to correct the problem. The biomedical engineer reported the ventilator alarms and hospital remote alarm system were tested and all passed to specification. Hospital biomedical reported they would release the ventilator back for use upon completion and passing of final testing.